Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the pump is beeping and vibrating but there is nothing visible on the screen. Caller reported there was no error prior to the screen going blank. No adverse event reported. Requested return of the alleged device for evaluation.